Event description:
It was reported that while in the cath lab, the intra-aortic balloon (iab) & super arrow-flex (saf) sheath were inserted into the pt's right femoral artery. The negative prep was not performed until after the catheter was removed from the tray, however, the catheter appeared to be tightly wrapped. The md inserted the iab into the saf sheath & after the balloon exited the saf sheath, the md was unable to advance the catheter. At this time, the md attempted to back up & reposition several times with no success. The md confirmed that the entire balloon membrane did exit the sheath & advance somewhat into the aorta; however, the iab & sheath were removed from the pt's right femoral artery. A polyurethane sheath was inserted over the spring wire guide (swg) & another iab-05840-lws was inserted successfully. There was no reported pt death or injury. Medical/surgical intervention was not required. The pt did experience some discomfort with the removal of the first sheath. There was a delay in therapy of several minutes. The outcome of the pt is, pt remained stable with no complications & is now in the cardiac care unit.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional information becomes available.